Event description:
The pt was in full cardiac arrest; and the staff was providing initial airway management (ie bag valve mask) when their efforts were hampered by a missing face mask in the package of ambu manual single patient use resuscitator (spur). The staff opened other packages of ambu spur; and a face mask was finally located in the 10th package. During the search for a face mask, the pt was ventilated through another means. The efforts to resuscitate failed and the pt expired. Face masks were missing in a total of 9 packages. The ambu spur is packaged in an opaque bag, which makes it difficult to notice any missing component.